Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On 06-feb-2025, an edema appeared over the implant in the concerned ear, preceded by pain but without hyperemia, pain to the touch and/or heat. The recipient experienced pain, inflammation, and infection in the region of the device, making it impossible to use the audio processor. Currently the user is undergoing intravenous antibiotic therapy for 7 days, however, the doctor has not observed satisfactory responses to the treatment and intends to proceed with the explantation as soon as possible.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced re-occurring edema and inflammation at the implant site, which could not be treated with antibiotics. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. Explantation is considered but no date has been scheduled yet.

Event description:
On (B)(6) 2025, an edema appeared over the implant in the concerned ear, preceded by pain but without hyperemia, pain to the touch and/or heat. The recipient experienced pain, inflammation, and infection in the region of the device, making it impossible to use the audio processor. Currently the user is undergoing intravenous antibiotic therapy for 7 days, however, the doctor has not observed satisfactory responses to the treatment and intends to proceed with the explantation as soon as possible.

Event description:
On (B)(6) 2025, an edema appeared over the implant in the concerned ear, preceded by pain but without hyperemia, pain to the touch and/or heat. The recipient experienced pain, inflammation, and infection in the region of the device, making it impossible to use the audio processor. The user underwent intravenous antibiotic therapy for 7 days, however, the doctor did not observe satisfactory responses to the treatment and decided to proceed with explantation as soon as possible.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient experienced re-occurring edema and inflammation at the implant site, which could not be treated with antibiotics. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.